Event description:
It was reported that the patient received an inappropriate shock. It was also reported that the right ventricular (rv) lead pulled back into the right atria with far field oversensing noted. It was also noted that the rv lead was pacing the atrium. The lead was repositioned and remains in use. No further patient complications were reported as a result of this event.

Event description:
.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Evaluation summary: (B)(4) the actual device was not received for evaluation. We did receive performance data collected from the device and have analyzed the data. There was high resistance/impedance. An out of tolerance subthreshold lead impedance patient alert was observed on (B)(6) 2010, the implant date. Interference/noise was observed; there were high ventricular sensing integrity counts with 32427 observed on the lifetime counter, with most of these counts occurring since the (B)(6) 2010. High sensing integrity counts can indicate the presence of noise or intermittency in the system. Oversensing was observed with multiple short ventricular-ventricular sensed events less than 220 ms observed (B)(6) 2010 (6 episodes were non-sustained ventricular tachycardia episodes).

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.